Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years post implant of this 25mm aortic bioprosthetic valve, an echocardiogram demonstrated the presence of morphologic sclerotic degeneration on the valve. The site assessed the event as related to the valve. It was stated that further intervention or treatment is planned. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 and fdd/annex a code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that morphological sclerotic degenerative changes on the raphe projecting between the non-coronary cusp (ncc) and left coronary cusp (lcc). It was noted that there was good opening of the implanted valve. It was further reported that the maximum pressure gradient and mean pressure gradient were 31 mmhg and 17 mmhg, respectively. No additional adverse patient effects were reported.